Event description:
It was reported that the user experienced an occlusion alarm on the first day of pump use with an inset 23" infusion set, disconnected due to concern, and later called for assistance to reconnect; the agent guided a full supply change, after which the occlusion resolved, indicating an obstruction of flow associated with the connector/coupler of the infusion set. No adverse clinical symptoms or conditions were reported. Outcomes included no health consequences or impact. User suport included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation problem causing an obstruction of flow in the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.